Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. Two additional proglide sutures were successfully placed using the preclose technique. Two proglide sutures were successfully placed in the right common femoral artery using the preclose technique. The arteriotomy in the right and left common femoral arteries was 8f and during the aaa procedure the sheath was upsized to a 20f in both left and right common femoral arteries. Hemostasis was achieved in the right and left common femoral arteries with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.